Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date. A revision procedure was performed in (B)(6) 2009 and the acetabular liner was replaced with a custom cemented acetabular liner. A subsequent revision procedure was performed on (B)(6) 2015 due to disassociation of cemented custom liner from the acetabular cup. The cup, head and custom liner were removed and replaced. The surgeon mentioned that the liner had been placed in anteversion in the previous operation, which explains the disassociation from the cement.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Although the products were returned no product evaluation will be conducted. A product evaluation is not needed for the returned products as, "the surgeon mentioned that the liner had been placed in anteversion in the previous operation, which explains the disassociation from the cement." The mode of failure was not device related but rather surgeon error in relation to the position and alignment of components. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01223 & 02069).

Manufacturer narrative:
It was discovered the item was actually manufactured in (B)(4). All information including manufacture and expiration dates, 510(k) number, item name, and manufacturer information have been updated in this follow-up report.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Initial reporter telephone: (B)(6).

Manufacturer narrative:
This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02069).